Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the trailing haptic broke off during implantation. The lens was left in situ; however, rayner have been advised that the surgeon is considering explanting the lens due to concerns over long term stability. The rayner risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, user removes injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge, resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. The cause of haptic breakage in this case has not been established. Rayner is following up with the distributor/healthcare facility to obtain additional information to facilitate further investigation of the event. Our review of production records for the rayone aspheric rao600c batch 089141580 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the rayone aspheric rao600c (august 2019) was carried out to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the rayone aspheric rao600c batch 089141580.

Event description:
On 10 december 2019, rayner intraocular lenses limited received notification from its distributor in the (B)(4) of an event that occurred during implantation of a rayone aspheric rao600c. The event description provided states that the trailing haptic broke during implantation, the lens was left in situ; however, the surgeon is considering explantation due to concerns over long-term stability.